Manufacturer narrative:
The reported event of signal artifact/noise was confirmed. The device was received with normal telemetry and normal output. Visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was cut open to enable further testing and the battery was found at eos level. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated normal current. A manufacturing process anomaly consistent with header bonding anomaly may have occurred.

Event description:
It was reported that a patient's pacemaker (pm) system exhibited noise. The pacemaker (pm) was explanted and replaced. The patient's condition was not known.

Event description:
It was reported that a patient's pacemaker (pm) system exhibited noise. Programming changes were made on the atrial lead, and the pacemaker (pm) was explanted and replaced. The patient 's condition was well.

Event description:
Additional information received indicates that the atrial lead noise was oversensed by the pacemaker and resulted in inappropriate mode switch episodes. There was also low pacing impedance noted on the atrial lead. The patient's condition was good before, during, and after the procedure.